Event description:
While the physician was prepping the balloon, it was noticed that air was leaking back into the syringe. The products were not clinically used in the pt.

Manufacturer narrative:
This medwatch reflects 3 products with the same catalog and lot number. Add'l info will be submitted within 30 days of receipt.